Event description:
It was reported by service report that the safety bar springs were worn, the red release crossbar was broken, and the drop frame clevis pins were worn. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Red release crossbar.